Manufacturer narrative:
Product complaint: investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: reverse shoulder replacement . (B)(6). During use on patient; the hex screw driver was heavily rounded and was difficult to use in locking the glenosphere. Got through the case, but needed to be replaced. No ae to patient and no delay to surgery.